Event description:
Event description cpi received information that the patient was presented to the clinic because the implantable cardioverter defibrillator (ICD) was in the off mode for an unknown reason. An error message was displayed indicating that the ICD had been turned off by the application of a magnet. It was also noted that the patient had been having some cancerous cells removed through 'freezing'; however, the patient did not think that any cautery was involved in this procedure. In addition, the therapy history revealed noise on the ventricular channel which resulted in an inappropriate shock. Several other non-sustained episodes were also observed. All lead measurments were normal and unchanged.